Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that following successful insertion, an impella cp device failed to start. During the initiation attempt, a pump blocked alarm occurred coinciding with a placement signal not reliable alarm. The device was removed as a result of the failure. There was no noted patient harm.

Manufacturer narrative:
The investigation of pump did not start and optical signal issue has been completed. The failure mode (fm) "high purge pressure" was added for the voc for the "blocked alarms." There were no data logs returned to confirm if the pump was able to be started or was attempted to be ramped up to get it started. The pump was returned and there was a significant kink in the catheter near the motor housing. A laser continuity test was performed and light was seen from this location in the catheter indicating there was a broken fiber line in this location. The root cause of the optical signal issue is due to a damaged fiber line at the location of the catheter kink. In addition to that, there was a kink in the purge tubing. This kink was most likely leading to the "purge system blocked" alarms. Without purge fluid expelling into the motor, that can lead to blood ingress. In the purge gap there was slight evidence of biomaterial. The root cause of the high purge pressure is most likely due to the kinked purge line seen near the motor. The pump was soaked and then the pump was ran in the lab. It initially would not start but after a few tries it was able to run without any pump stop alarms. However, the flow was saturated indicating there was ingress into the motor. The motor was torn down and at the bottom of the impeller, buildup could be seen. The impeller shaft had discoloration under the impeller with a slight red color as well as it was not shiny indicting there was material on it. The root cause of the pump did not start is most likely due to biomaterial based on the returned product. D9 date device returned to manufacturer added. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-25591 as it is unknown if the initial reporter also sent the report to the food and drug administration.